Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information, as a final report. Investigation completed. The following sections were updated/corrected: reported issue: on (B)(6) 2019, it was reported that during surgery, initially the device would not take the skin graft, and then it cut the patient's leg, causing a full thickness wound. The customer returned an electric dermatome power supply, serial number (B)(4), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the electric dermatome power supply by flextronics on november 6, 2019 revealed that the device functioned as intended and passed all required testing. Repair of the electric dermatome power supply was not performed as the device functioned as intended and passed all required testing. Probable cause/root cause: the reported event was never confirmed during inspection of the device. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The customer reported the power supply unit alone only. Dermatome's part# was not provided, a follow up/final report will be submitted if new information becomes available.

Event description:
It has been reported that during surgery, initially the device would not take the skin graft, and then it cut the patient's leg, causing a full thickness wound. No additional patient consequences were reported.